Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with pulmonary embolus and gastrointestinal bleed. Approximately four years and eleven months post filter deployment, ir venous abdominal was performed, it revealed that the filter migrated superiorly. The device has not been removed and there were no attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard meridian filter was deployed at l2 level below the level of the renal veins for a patient with pulmonary embolus and gastrointestinal bleed. Approximately, four years eleven months of post-deployment, ir venous abdominal was performed and recanalization is done as there was occlusion of inferior vena cava. Status post recanalization of the iliac veins and inferior vena cava with a 22 mm stent in the inferior vena cava above the level of patient¿s filter that had migrated more superiorly. Therefore, the investigation is confirmed for filter migration.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with pulmonary embolus and gastrointestinal bleed. Approximately four years eleven months post filter deployment, ir venous abdominal was performed, it revealed that the filter migrated superiorly. The device has not been removed and there were no attempts made to retrieve the filter. The current status of the patient is unknown.